Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the pump powered up to the verify screen with auditory and vibratory features. A battery compartment crack was found below the grip pad. The bolus button cover was missing and the button function could not be tested. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.